Manufacturer narrative:
Event date: the event occurred on an unknown month or date in 2018. (B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported thirteen (13) clearlink IV access valves would not flow "through product". There was no patient involvement. No additional information is available.